Manufacturer narrative:
(B)(4). The sample availability and sample lot number is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2367 cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable and therefore an evaluation will not be performed. The cause was undetermined.

Event description:
The customer contacted baxter's service center regarding a system error 2367, which occurred on the homechoice (hc) during use during dwell 2 of 4. The technical service representative (tsr) had the home patient (hp) cycle the power to the hc. The hc proceeded to press go to start. The tsr informed the hp to start over with new supplies. There was no patient injury or medical intervention reported. No further information is available.